Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076 implantable pacing lead: (B)(6) 2004. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead experienced low impedance which triggered a lead warning. There was also noise on the rv lead, the oversensing led to pacing inhibition. The lead was capped and replaced. No patient complications have been reported as a result of this event.